Manufacturer narrative:
The needle was returned to the manufacturer for investigation. The needle lot manufacturing records were reviewed. 5 electrical hi-pot issues were recorded for the needle batch. The needle passed all electrical testing. The needle was tested on a vi system, and the needle was operated several times in ithaw mode with no issues. No failures were detected with the returned needle. No root cause could be determined for the muscle stimulation event.

Event description:
A muscle stimulation event was reported for a renal cryoablation case. Two iceforce cryoablation needles were used for the procedure. During the first thaw cycle, the patient experienced a pulsing sensation. The needle causing the issue was isolated. The treating medical team continued the procedure using passive thaw with the faulty needle. The case was completed with no injury to the patient. The treating medical team have returned the faulty needle to the manufacturer for investigation.